Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked. The following information was provided by the initial reporter: fluid leakage at the puncture site, after connecting the infusion to the vps. The cannula was found to be leaking at the junction of the shaft and the drain.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked. The following information was provided by the initial reporter: fluid leakage at the puncture site, after connecting the infusion to the vps. The cannula was found to be leaking at the junction of the shaft and the drain.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-jan-2023. H6: investigation summary: our quality engineer inspected the 1 used contaminated sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the sample showed that the sample was contaminated with blood and there was a v-cut hole near the tip of the cannula. The sample could not go through our internal leakage testing due to it being contaminated. However, the v-cut hole will cause leakage. Bd determined that the cause of the failure was most likely attributed to incorrect use of the product. The v-cut hole on the catheter could have happened due to the user partially withdrawing the cannula from the catheter and reinserting the cannula into the catheter, the cannula pierced through the catheter and damaged the catheter during product application. Production records were reviewed, and this batch was compliant with our product specification requirements.